Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but were working with their doctor or manufacturer¿s representative (rep). An appointment was scheduled for (B)(6). The manufacturer¿s representative (rep) later reported that the patient saw their doctor on (B)(6). It was unknown if there was a 50% or greater symptom reduction. It was determined that the patient needed adaptive stim changed. Adaptive stim was reset and his settings were reset. It was reported that stimulation was jumping up when lying down. The patient was doing better and had not had an issue since it was reset.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing a very unusual problem. The patient reported that their adaptive stimulation is not functioning properly. This issue had been an ongoing problem as reported by the patient. The patient reported that they have 3 programs and they¿ll turn down all programs to 0.00. When the patient is lying down for any period of time, they¿ll get surges of stimulation of varying degree of strength. It was reported that this does not occur when the implantable neurostimulator (ins) is off. The patient doesn¿t remember when the issue occurred as they reported that they had several different programs and have seen multiple manufacturers¿ representatives. The patient saw a manufacturer¿s representative yesterday and they gave them a new program that gave the patient the ability to control each side separately. The manufacturer¿s representative suggested to the patient to turn the implantable neurostimulator (ins) down to a small amount while lying down. It was reported that the patient got home and took a nap when they experienced the same surging problem. The patient was remaining in the laying down position for at least 3 minutes. At bed time the patient turned everything down to 0. It was reported that the patient went to bed at 10:51 and at 11:03, they experienced the first surge. The patient noted 4-5 more surges occurred until about 12:25. It was reported that it is uncomfortable to turn the ins off. The patient asked if it¿s possible the device is faulty. It was reported that the manufacturer¿s representative have not been able to help the patient so they were going to follow up with their hcp. The patient has an appointment on (B)(6). It was reported by the hcp that the patient is receiving greater than 50% symptoms reduction and that the cause of the issue is not device related. Reprogramming was required, adjusted programing for the patient and things are much better now. It was reported that the patient recovered without permanent impairment. If additional information is received, a follow up report will be sent.